Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient a 980 ventilator generated an audible alarm and the screen blacked out. The device was rebooted however, operation did not start. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.